Event description:
Boston scientific received information from the patient that she experienced an abscess in the device pocket post-implant that took several months to heal. The patient also reported having received four shocks due to a fast heart rate and elevated blood pressure, and that her physician adjusted her medications and there have been no recurrences to date.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.